Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: failure to deploy - suture. Time of device issue: during vessel closure. Adverse event: tissue damage, failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during device removal, backwards tension of the rail suture was applied and the suture pulled out of the vessel with arterial tissue. The specimen of tissue was sent to pathology; however, the results are unknown at this time. Manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.